Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown/not provided.

Event description:
It was reported that the implant at tooth #36 was removed due to peri-implantitis. Pain was reported as a result of the event. Patient would have to return to place a new implant.